Event description:
It was reported that a patient experienced white precipitate in the drain bags, known as cloudy effluent (presumed to be a possible peritonitis) coincident with peritoneal dialysis (pd) therapy. The cause of the cloudy effluent was unknown. It was not reported if the patient was hospitalized for the event. Treatment for this event was not reported. The outcome of this event was not reported. The action taken with pd therapy was not reported. Additional information was requested but was not available at this time.

Manufacturer narrative:
(B)(4). This report involves a patient who experienced cloudy effluent in the context of peritoneal dialysis. While there was no peritonitis reported, it is currently unable to be ruled out as a cause for the reported event. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow up report will be submitted.